Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2022. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.